Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis was exhibiting inflation and deflation issues. A patient services consultant discussed troubleshooting techniques that he had attempted to no avail. The deflation issue is causing the patient pain and discomfort when the device remains inflated. The patient was planning to visit his physician for evaluation. No patient complications were reported.